Manufacturer narrative:
(B)(4). Corrected data: brand name corrected to cvc set: 2-lumen 8fr x 30cm. Catalog # corrected to de-24802-uko. Returned was a 2-lumen catheter marked ag+sd-chx 8fr x 30cm on the juncture hub and a catheter clamp/clamp fastener. The customer also provided a photo of a 3-lumen catheter fixed to a patient, but it was not a photo of the actual complaint sample. The customer's photo did not show the juncture hub, so it could not be determined if the juncture hub was used as the primary suture site. The returned catheter did not match the product number (de-24703-uko) originally provided by the customer. A search of the sales history of the customer showed they received product de-24802-uko, which matches the returned catheter. Lot number 71f16l0153 is the last lot of de-24802-uko shipped to the customer prior to the event. The od of the catheter body was measured and found to be within specification. The ID of the clamp could not be measured since the clamp material is pliable and it had been used on a patient. The clamp/clamp fastener was reassembled. Other remarks: the largest pin gauge that would pass through the clamp assembly without resistance was 0.078 inches in diameter. This indicates that the clamp would securely hold a catheter that has an od of 0.108 inches. The clamp/clamp fastener was assembled onto the catheter body at the 17cm marking. The catheter body was tugged from either side and remained secure in the clamp. Based on the updated complaint form, the juncture hub was not used as the primary suture site per IFU (B)(4). The product and lot number reported by the customer did not match the sample returned. Sales history records were reviewed for the most recent product matching the sample that was sold to the customer prior to the event. A review of the device history records for the catheter and clamp/clamp fastener did not reveal any manufacturing related issues. The report that the catheter migrated could not be confirmed through functional testing of the returned sample. The catheter remained secure in the catheter clamp when it was tugged. A review of the DHR did not reveal any manufacturing related issues. Based on information in the updated product complaint form, the juncture hub was not used as the primary suture site per IFU (B)(4). It was determined that the potential cause of this event was operational context. No further action will be taken.

Event description:
The customer alleges that during use the cvc slipped out of the patient. Additional information - it was reported that the cvc was fixed primary at the catheter box clamp. The cvc was not secured at the catheter hub. The puncture site and the cvc were also taped with a tegaderm. Due to the underlying disease the patient was disoriented and it can be assumed that the patient has removed the tegaderm in the night causing cvc to migrate.

Manufacturer narrative:
(B)(4). This device is not sold in the us. A similar device is sold in the us.

Event description:
The customer alleges that during use the cvc slipped out of the patient. Additional information - it was reported that the cvc was fixed primary at the catheter box clamp. The cvc was not secured at the catheter hub. The puncture site and the cvc were also taped with a tegaderm. Due to the underlying disease the patient was disoriented and it can be assumed that the patient has removed the tegaderm in the night causing cvc to migrate.